Manufacturer narrative:
Date sent: 03/13/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection, the hand activation buttons on device worked intermittently. A second device was used to complete the case with no pt consequence.